Event description:
On (B)(6) 2012 customer reported that the lh750 analytical station was leaking internally and behind the instrument onto the counter top and floor. Customer was unable to locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the vent tubing on the primary needle was leaking. Fse replaced the defective vent tubing and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).